Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked/bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.omnipod insulin management system ¿ user guide:model: ust400,14421-aw rev h 01/16.checking your blood glucose 7 / page 96:warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose reached 271 mg/dl while wearing the pod between 1 and 4 hours. The pod's cannula was bent and/or kinked. The patient's blood glucose, carbohydrate, and insulin history is as follows: (B)(6).